Manufacturer narrative:
H.6 samples were received, customer returned (10) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported finding pen needles clogged during flow check, also found these same 10 pen needle to have non patient end bent. All 10 returned pen needles were examined and it was observed that all 10 had bent non-patient end (npe) cannulas. This is the 3rd related complaint for needle clog & the 1st related complaint for needle bending during use npe for the reported lot number. No evidence of manufacturing defect was observed on the returned pen needles. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 10 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9162522 two complaints were created because of each pen needle was manufactured in different manufacturing site. It was reported that the customer was finding pen needles clogged during flow check. While on the phone found these same 10 pen needle to have non patient end bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9162522. Two complaints were created because of each pen needle was manufactured in different manufacturing site. It was reported that the customer was finding pen needles clogged during flow check. While on the phone found these same 10 pen needle to have non patient end bent.